Manufacturer narrative:
(B)(4). Batch # t5ed7r. Additional information was requested, and the following was received: after closing the device, was the firing knob able to be rotated to either side of the instrument to obtain the firing position? No further information is available. Did the device lock out and would not work? No further information is available. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. It was noted that the "doghouse" component of the reload was damaged making the reload nonfunctional. Further analysis shows the anvil partially detached from the proximal end and the anvil posts on this area appear to be damaged as if the anvil was pulled out off the device. These conditions most likely caused the event reported. No functional testing was performed due to the condition of the device. The event reported was confirmed and the damaged anvil is related to improper use of the device. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. The condition of reload (swing tab) condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing knob was too stiff to move. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.